Manufacturer narrative:
This event occurred at (B)(6). Approximate age of device - 10 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on the new device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient came to the hospital and reported about a general weakness. The lvad parameters showed a normal power consumption, a high pi and a slightly reduced flow. On (B)(6) 2019, the hospital performed a transthoracic echocardiogram (tte) and recognized aortic and mitral valve insufficiency. The ICD check showed atrial fibrillation and the hospital scheduled an atrial ablation. The patient's set speed was changed and after 20 minutes, the patient had a stroke. A CT scan showed an occlusion of the cerebralis which was successfully treated. CT scan of the pump and the outflow graft was unremarkable. On (B)(6) 2019, the patient was returned to the operating room for aortic valve reconstruction. As the root course of the stroke was unknown the surgeon decided to replace the lvad system for minimization of the risk of additional stroke. During the procedure scar tissue was removed from the left ventricle. The operation went uneventful and the patient is stable in the intensive care unit. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6) , did not reveal any device-related issues and a direct correlation between the returned device and the reported aortic and mitral valve insufficiency, atrial fibrillation, and stroke could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump housing. A severed portion of the pump cable measuring approximately 1.75¿ was also returned. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft and bend relief were cut approximately 1¿ from the outflow graft hardware. A severed portion of the outflow graft bend relief measuring approximately 2.5¿ was also returned. In addition, 3 additional severed portions of the outflow graft measuring approximately 2.5¿, 0.5¿, and 3¿ were returned. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratched or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.